Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant procedures, glistenings were observed on the iols. Additional information has been requested. This report is one of two medical device reports associated with a report provided by this surgeon.